Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that this 25mm bioprosthetic aortic valve was explanted and replaced one day post implant by a 24mm mechanical heart valve due to severe regurgitation. Following this redo procedure, the patient had an extended intensive care unit (ICU) stay and presented with renal failure necessitating dialysis treatment. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was received in a tan unknown solution in a specimen jar. The valve was discolored showing evidence of blood contact. Digital photographs of the device were taken upon receipt. The valve was slightly distorted with the stent posts slightly deflected. Distortion, as observed in historical events, appeared consistent with a sizing issue (ppm) and/or squeezing the stent in excess. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This was expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All leaflets were intact. All commissures were intact. No evidence of host tissue on the valve. Radiography showed no evidence of mineralization in the valve. The bias cloth along the outflow rail adjacent to the non-coronary cusp appeared slightly bunched or wavy showing possible evidence of squeezing of the valve. A slight bend was observed on the outflow rail of the right cusp adjacent to the overlap. The hydrodynamic testing results showed the gradients are higher than the historical testing data. On the other hand, the regurgitations were slightly lower than the baseline. A high speed video showed that the leaflets appeared stiffened due to return of explant in unknown solution (likely formalin). This was the reason for the slightly elevated gradient. Leaflets closed completely with back pressure with no evidence of leakage (e.g. No gaps between leaflet free margins upon closure). Conclusion: a review of the device history record (DHR) was also performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the investigation and analysis findings, no evidence of anomalies was found on the device. The reported observation cannot be confirmed. There is a possible evidence to show the device has been squeezed and lead to distortion. However, exactly when and how the distortion occurred cannot be determined. Each mosaic valve is inspected for distortion and this valve passed the inspection prior to release for distribution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.